Event description:
It was reported during preparation, the tuohy was over tightened, causing the hemostasis valve to break and leak. Therefore, the steerable guide catheter (sgc) was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and based on the information provided by the account, the reported flush port break resulting in a leak appears to be related to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.